Manufacturer narrative:
The insulin pump act button did not respond due to corroded keypad trace. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that none of the buttons are responding. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.